Manufacturer narrative:
Investigation summary: bd was unable to verify the reported complaint. Photos or samples are not available for analysis and because no objective evidence of this issue was found during the analysis of the device history record and quality notifications for the claimed lot, it was not possible to verify this complaint as being generated by manufacturing process.

Event description:
It was reported that bd angiocath¿ IV catheter was having issues staying in the vein. This was discovered during use. The following information was provided by the initial reporter: venous catheter with few flexibility to venous punction. It facilitate the loose of the venous access of the patient.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd angiocath¿ IV catheter was having issues staying in the vein. This was discovered during use. The following information was provided by the initial reporter: venous catheter with few flexibility to venous punction. It facilitate the loose of the venous access of the patient.